Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with (B)(4). Device not returned to manufacturer yet.

Event description:
As reported by user facility:product is leaking at the hub. Extension set is leaking blood at the connection.no patient injury.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Although the actual batch number is unknown, three potential batch numbers were provided. Review of the discrepancy management system database performed for the reported lot numbers did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot numbers. If additional pertinent information becomes available a follow-up report will be filed.